Event description:
Dealer states the recliner chair arrived brand new out of box with the following issue. The wheels rub the arm on both sides the dealer states the box was damaged when it was delivered but does not feel that caused the issue with the wheels.